Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported in a journal article that a patient was implanted a cls brevius stem hip implant. The implantation was performed between april 2011 and december 2012. It was also reported: "one femoral component (0.6%) was revised 14 months after implantation because of major subsidence; in this case, the originally implanted cls brevius stem, found to show neutral alignment, was substituted with another, larger cls brevius stem." (Subsidence of the stem was considered major (14 mm)). (Angelo graceffa et al.: clinical outcome of design modifications to the cls spotorno stem in total hip replacement, in: joints 2016;4(3):134-141.) Additional information has been requested and is currently not available.

Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive more information for this case. Additional information was requested from the authors of the journal article, but was not available. A technical investigation was not possible to perform, as the device(s) were not at hand for investigation. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: n/a as no item number was available. Review of event description: according to the journal article named "clinical outcome of design modifications to the cls spotor no stem in total hip replacement" an unknown patient underwent tha with cls brevius stem on an unknown date and was revised after 14 months due to major subsidence of stem (14 mm) with loosening of the component. Review of received data: the journal article and an answer email from the co-author of the article were received. The article and the email do not provide any further valuable information apart from the complaint data. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: root cause determination using rmw: bone necrosis, aseptic loosening. Potential soft tissue damage due to magnetic resonance related damage or effects - heat, motion, image artifacts => possible, no x-rays were returned for the investigation, therefore cannot be excluded. However, the magnetic resonance safety and compatibility is described in detail in the IFU for cls brevius stem with kinectiv technology under section warnings/precautions. Inadequate fixation intraoperatively or after stem subsidence due to kinectiv yoke might act as an undesired collar. => possible, device is not returned for the investigation, therefore cannot be excluded. However, the correct implantation method of the device is described in (B)(4) technique. Aseptic loosening of stem due to insufficient primary stability: stem is too short for fixation method. => not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review aseptic loosening of stem due to insufficient secondary stability: stem is too short for fixation method. => not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review aseptic loosening of stem due to insufficient stability due to antroverted and retroverted necks on a straight stem. => not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review. Implant dislocation/loosening due to impingement with loss of kinectiv neck connection => possible, device is not returned for the investigation, therefore cannot be excluded. Implant dislocation/loosening due to selection of wrong components => possible, no product identification was possible regarding the other components of the tha. Aseptic loosening of stem due to laser marking not readable in normal lighting conditions use of wrong stem => possible, device is not returned for the investigation, therefore cannot be excluded. Implant dislocation/loosening due to inappropriate information on packaging label leads to incorrect use of implant. => not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review conclusion summary: product identification was not possible for the investigation. Ref and lot numbers of the cls stem were unknown. Neither x-rays, operative notes, office visit notes, nor device or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is cmp-(B)(4).